Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that there was no audible alarm for a vtach event on (B)(6) 2019 between 07:00 and 12:00 for the patient in bed mpcic06. No death or patient injury / harm was reported.